Event description:
It was reported that the octad lead showed high impedances on several electrodes several months after implantation. Despite this the patient experienced good stimulation until all electrodes showed impedances above 10,000 ohms. X-rays were performed (results unknown). The octad lead was revised on (B)(6) 2011. The impedances were tested with a multi-lead trailing cable and they were all within range. Once the existing extension was connected the impedances measured high on several points, which varied with subsequent measurements. The extension was left in place with the hope that the patient felt stimulation in the correct area. It was reported that the patient was doing fine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.